Manufacturer narrative:
Device analysis findings: device evaluated by MFR: the device was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling 5mm from the tip. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the froze on wire. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that the balloon had difficulty advancing over the wire.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling 5mm from the tip. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the froze on wire.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that the balloon had difficulty advancing over the wire.